Event description:
It was reported that at a refill the doctor "forgot" to program the pump and the alarm went off. The system was used to infuse baclofen. No other information was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model neu_unknown_cath, serial # unknown, implanted:unk, explanted:unk; physician programmer model 8840, serial# unknown, implanted: na, explanted: na. (B)(4).